Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective therapy. In turn, reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy has been restored.